Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not reported / available. [Conclusion]: the healthcare professional reported that during an emergent aneurysm procedure with the target lesion at the internal carotid-anterior choroidal (ic-achoa) artery, a concomitant microcatheter was delivered to the target lesion and the coil embolization commenced. The complaint coil, a 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l13809) was used after three cnv coils were used. There was resistance between this coil and the sheath and as a result, the coil was not able to advance. Additional information indicated that excessive force was not applied to the device. No information was available as to whether continuous flush had been maintained through the microcatheter. The complaint coil was replaced with another 1.00mm x 4.00cm coil and the procedure was completed without any further issue. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received; the device underwent visual inspection and was observed to be in good condition. No damages nor anomalies were observed during the visual inspection. The marker band was found at 39cm from the hub. This is within specification. Microscopic inspection was performed. The embolic coil was observed stuck inside the introducer and was in kinked condition. A review of manufacturing documentation associated with this lot (l13809) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Functional evaluation could not be performed with the embolic coil stuck in the introducer and in kinked condition. The complaint documented that during the procedure, after three cnv coils were used, the complaint coil was chosen but there was resistance between the coil and the sheath and as a result, the coil was not able to advance. The embolic coil of the complaint device was stuck inside the introducer and it was in kinked condition; this is likely a factor that may have contributed to the reported issue encountered during the procedure. The exact time and cause of the coil becoming kinked cannot be conclusively determined; procedural and other factors during the handling of the device may have resulted in the coil becoming kinked and stuck in the introducer. The condition of the coil confirmed the reported issue as related to the coil not being able to advance. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contains the following recommendation: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instruction for the device to prevent such issue as kink from occurring. The kinked condition of the coil was not originally reported in the complaint; however, the coil was impeded in the introducer. It is likely that the embolic coil became kinked during the advancement attempt where force may have inadvertently been applied and may have caused the coil to kink as was observed during the microscopic inspection of the device. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the kinked condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the condition observed on the returned coil was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergent aneurysm procedure with the target lesion at the internal carotid-anterior choroidal (ic-achoa) artery, a concomitant microcatheter was delivered to the target lesion and the coil embolization commenced. The complaint coil, a 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l13809) was used after three cnv coils were used. There was resistance between this coil and the sheath and as a result, the coil was not able to advance. Additional information indicated that excessive force was not applied to the device. No information was available as to whether continuous flush had been maintained through the microcatheter. The complaint coil was replaced with another 1.00mm x 4.00cm coil and the procedure was completed without any further issue. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the embolic coil was observed kinked. Based on the product analysis on 18 may 2021, this event has been deemed MDR reportable as a ¿malfunction.¿